Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  h6 patient code: no code available (3191) was used to capture limb asymmetry. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Right hip was revised on (B)(6) 2020, to address implant squeaking, leg length discrepancy (right 1 cm shorter than left), gait disturbance (limping), metallosis, and inlay dislocation (spinout)--this is liner disassociation from the cup. Revision operative notes reported well-fixed, undamaged cup and stem. The ceramic femoral head was found to have a metallic discoloration, having made contact with the uncovered cup in the superior position (but no damage to the cup was noted). The liner demonstrated asymmetric wear, with marked rubbing in the asymmetric area. The actual circumference of the liner was largely intact, thinned and broken up in only one area.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is reporting a revision of an unknown pinnacle inlay unknown side because of fracture of inlay. A surgical delay was not reported. Doi: (B)(6) 2017.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot: 1) quantity manufactured: 40. 2) date of manufacture: 26-june-2017. 3) any anomalies or deviations identified in DHR: no anomalies or deviations were found, 4) expiry date: 31-may-2022. 5) IFU reference: 090200701.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿